Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a check lines and bags (clb) alarm but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown alarm. The reporter stated that "error-line set" alarm occurred. Patient connection at the time of the alarm is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.